Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 10/31/90 and revised on 12/16/96 due to a "tubing rupture to right cylinder." In the received info the physician stated that the "tubing was frayed near the resipump." The physician further stated that the tubing was not noted to be kinked or twisted, or in a position that would have caused stress(s) to the device. In addition, the physician stated that there was no apparent info in the pt's history that would have contributed to this occurrence, and that the device was not damaged during the explant procedure. The device was received and evaluated by the MFR. Two leakage sites were discovered with this device; one was located between cylinder #2 and the non-serialized pump outlet, the other was located in the bladder of cylinder #2. General observations and microscopic examination of the device was performed. The non-serialized pump outlet was received bent. Tubing abrasion was noted where the outlet was bent. Rough and irregular cross sectional surfaces were noted on the non-serialized outlet tubing end and the tubing end of cylinder #2, indicating a tubing tear between these two components. Examination of the other leakage site, in the bladder of cylinder #2, showed uniformly striated cross sectional surfaces, indicating contact with sharp instrumentation. Based on the received info and quality assurance's evaluation, qa concludes the following: 1) a tubing tear between the non-serialized pump outlet and cylinder #2 resulting from stress, was the reason for removing the device. 2) based on the pattern of abrasion and the positioning of the received device, qa concludes that the device was bent back on itself while in-vivo. This positioning, device usage over time, contributed to these stresses. 3) the leakage site in the cylinder bladder was caused by contact with sharp instrumentation, such as a scissors. Based on the duration the device was implanted, this contact occurred during or subsequent to explant surgery. Therefore, this leakage site is not related to the reason for removing the device.

Event description:
Per the info provided to co from physician's office, the device was removed due to a "malfunction", secondary to a "tubing tray near the resipump". As reported, the entire device was removed and replaced with another 2-piece inflatable penile prosthesis. 1/23/97-upon receipt of the physician/surgeons response to qa's request for info it stated, "a specific leakage site was observed in the tubing to the resipump. It was not noticed that the tubing was kinked or twisted around each other when the pocket was opened nor were excessive tubing lengths observed during initial implant. There was nothing noticed in the positioning that may have caused stress to the device nor was there any info in the pt's history which may have contributed to this occurrence.